Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The part was examined and found to have a broken washer at the proximal end of the shaft. The weld between the spring and washer was not completely around the part, and the spring was not ground per print. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a supplier issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
The mamba suture passer was not working properly; the jaw was getting stuck.